Event description:
It was reported that the device misfired. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. D4: batch # 130c68. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "misfired"? Did the device fire at all? If so, did the device cut the tissue? Were any staples deployed? If the device cut/staples, was the staple and cut line equal in length? Did the device jam/lockout? Did the patient suffer any adverse consequences? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received partially fired 2/3. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 130c68, and no non-conformances were identified.